Manufacturer narrative:
(B)(4) field action has been initiated by bd. Customers will be instructed to discard product or return product to bd for replacement or credit. CAPA 11598314 has been initiated to investigate root cause of the problem. The reported event was confirmed by CAPA/sa association to be manufacturing related as per CAPA # 11598314 / sa #(B)(4). Root cause of mixed IFU, occurred during the preparation of the IFU kits by the label room. Technician had inventory of the two different ifus at the same time and he took material from the incorrect box. Visual evaluation of the returned sample noted 1unopened box (with original packaging), (qty. Of 10) of sure step foley tray system. Visual inspection of the sample noted that the ten surestep foley trays packaged with a303316a, and the shipping box label had a942216. This does not meet specification which states part number, lot and expiration date must be correct and legible on the trays and box label. A DHR review was not required because the investigation was confirmed by the CAPA association. Labeling review are not required because the investigation was confirmed by the CAPA association. Correction: h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one case of foley tray was labeled with the incorrect reference supposed to be pcn #(B)(6) but had pcn #(B)(6). They pulled product out and it did appear to be what they intended to order. Per additional information received on 15feb2025, it was reported that the sheet inside the package had a different item number. When opening the case, the incorrect item (B)(6) was in the box the items have 2 different manufacturing numbers on them, so not able to use because of this. Luckily, none of the incorrect trays were used quantity 10 per case.

Event description:
It was reported that one case of foley tray was labeled with the incorrect reference supposed to be pcn #a942216 but had pcn #a303316a. They pulled product out and it did appear to be what they intended to order. Per additional information received on 15feb2025, it was reported that the sheet inside the package had a different item number. When opening the case, the incorrect item a303316a was in the box the items have 2 different manufacturing numbers on them, so not able to use because of this. Luckily, none of the incorrect trays were used quantity 10 per case.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Ucc-25-5282 field action has been initiated by bd. Customers will be instructed to discard product or return product to bd for replacement or credit. CAPA 11598314 has been initiated to investigate root cause of the problem. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one case of foley tray was labeled with the incorrect reference supposed to be pcn #a942216 but had pcn #a303316a. They pulled product out and it did appear to be what they intended to order. Per additional information received on 15feb2025, it was reported that the sheet inside the package had a different item number. When opening the case, the incorrect item a303316a was in the box the items have 2 different manufacturing numbers on them, so not able to use because of this. Luckily, none of the incorrect trays were used quantity 10 per case.